Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was removed and replaced for an unspecified reason. Initial routine analysis testing of the device revealed that the device had triggered the triggered indicator while implanted; however, the device failed the labeled longevity calculation. In addition, the device was included in the shortened replacement window advisory (B)(6) 2007 population product advisory. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.